Event description:
In early 2009, successful breast biopsy performed using intact breast lesion excision system (bles). A minor skin burn was noted at the incision site after the procedure. Triple antibiotic ointment applied along with routine closure dressing. Nine days later, physician "pleased with look of incision site".

Manufacturer narrative:
The device in question was not returned for eval. A review of the dhrs for both potential lot numbers revealed no issues related to this event. No other complaints have been reported against either lot. During the procedure, it was reported that the user facility utilized tin foil on the compression paddle to filter out the air gap (due to location of the lesion in the breast). The operator's manual states (pt safety warnings) ". . . Do not allow the pt to contact metal objects . . ." The facility has been re-instructed on proper safety procedures.